Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the hospital on (B)(6) 2015 due to a high blood glucose level of 879 mg/dl. The customer was thirsty and had an upset stomach. The customer treated their blood glucose level with insulin pump. The customer experienced a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.